Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including the front keypad test as well as stress testing all button related functions without duplicating the report. Internal inspection of the device found no discrepancies. The device was recertified and returned to the customer. No trend is associated with reports of this type. Review of the device activity logs did not show any faults that could be associated with customer report.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a female patient (age unknown), the device did not respond to the front panel controls. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.